Event description:
The account alleges that post transeptal puncture for a pulmonary vein isolation [pvi] procedure, a transesophageal echo [tee] was ordered to determine the cause of blood pressure changes in the patient. The tee accurately identified pericardial effusion/fluid collecting within the patient's pericardial sac. A pericardiocentesis was successfully performed to prevent cardiac tamponade for this patient. The bleeding could not be stopped in the further course of the procedure. Surgery was required. No additional patient complications to report. The device was discarded.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.